Manufacturer narrative:
The actual root cause in this case could not be conclusively determined due to lack of detailed information. The motherâs pulse rate was not monitored during this period and only the blood pressure was monitored. Therefore, the device could not alert the user of a duplicate signal. The clinical assessment of available trend data from the central monitoring station indicated that the baseline variability of the fetal heart rate (fhr) was around 110 bpm at the start of the fhr monitoring and then gradually reducing to 85-90 bpm at the end which is a possible indication of fetal distress. The probable root causes are: 1. Use error â the user did not monitor the maternal heart rate (mhr) using maternal electrocardiogram or mspo2, and therefore did not detect the device was picking up mhr and displaying it as fhr. 2. The device was picking up mhr and displaying it as fhr due to the fetus having demised much earlier. In the event of intrauterine fetal demise, when no alternate method of heart rate measurement is used, a misinterpretation of data can occur as the device will be unable to distinguish between fhr and mhr.

Event description:
The hospital reported infant death during use of the corometrics 250cx monitor. There was no allegation of failure with the corometrics 250cx monitor. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided. Date of death: unknown. Legal manufacturer: (B)(6). Device evaluation anticipated, but not yet begun.